Manufacturer narrative:
The insulin pump passed the displacement test, rewind, and basic occlusion test. They were unable to prime during the prime/compromised force sensor system test due to faulty force sensor resistor. The motor was tested outside the device and passed. There was no motor error alarm or compromised force sensor system test alarms noted. It was noted that the pump was received with a cracked case on the lcd display window corners, a scratched lcd window, cracked battery tube threads, and a missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he got a motor error alarm on the insulin pump. Customer cleared the alarm and tried putting a full reservoir in the pump. Customer stated that the pump asked to be rewound and when he started to prime, he received a compromised force sensor system alarm. Customer's blood glucose was 133 mg/dl. Customer stated that the pump is counting up and it stopped at 6 then it went to 7 and had a black bar all the way. Customer stated that the motor error alarm has not occurred more than once in the last 30 days. Customer stated that the alarm occurred during bolus delivery. Customer stated that the drive support cap appears normal. Customer was unable to perform the displacement test. Customer does not have any extra infusion sets and is using his last set. Customer was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Customer was advised that the pump will be replaced.